Event description:
Per plaintiff's notice of claim, the "defendants (the company and doctor) failed to properly instruct plaintiff (the patient) lw on how to use a cold therapy system and told him to continue using the machine when he said his right foot felt 'like a block of ice'". The notice also claims, "lw suffered a thermal injury to his foot due to use of the machine." The allegations of the complaint are unverified.

Manufacturer narrative:
The package insert contains the following information for the health care practitioner. "Adverse effects: when cryotherapy is selected as a treatment modality, close monitoring of the patients response to cryotherapy treatment is critical." "Localized reaction to cold: localized reactions to cold may include chilblain, frostbite, or immersion syndrome." "Special considerations: 1.) Individual sensitivity to a cryotherapy application varies. It is important to periodically check the color and sensitivity of the skin at the treatment site. The patient should be instructed that if the skin appears discolored or feels numb, immediately discontinue the cold therapy treatment and notify your health care practitioner." "Warnings: the licensed health care practitioner determines the appropriate treatment for each patient."